Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Investigation: a device hardware failure has been found to have caused the reported incident, resulting in treatment termination. The device has acted as designed and intended when such a failure occurs, by issuing a fail-safe shut-down and giving both high priority audible and visual alarm. The damage to the device is permanent and requires repair. A resuscitation bag was available and there was a properly guided person trained to provide immediate care, according to information provided by the customer. Conclusions and actions: according to vivo 50 operating manual section 1.2 instruction for use and section 2.1 safety information; a supervisor shall always be present during treatment in order to handle alarms, conditions and a resuscitation bag available. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably possible) with no economic consideration.

Event description:
"We have a vivo 50 ventilator s/n (B)(4) that indicates an error 39 (blower failure). The device was placed yesterday ((B)(6)) on a patient (about 1400 hours - it was functioning properly). The alarm log indicates an error 18 (voltage on psu out of range - time: 18:19) as well as several disconnection and other alarms. Afterwards, the log indicates a -code 39 - blower failure (time: 22:31). The patient unfortunately died later on and the ventilator was returned. It is our estimation that there was some kind of electrical oriented malfunction, caused by abnormal voltage, as the alarm log indicates an internal battery failure after the error code 18".